Event description:
Device malfunction: partial deployment. Time of device malfunction: during un-packaging. Symptoms/ae: na. It was reported that while taking the device out of the package, the xpert stent was found partially deployed. The customer reported there was no pt involvement. No additional info available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been rec'd.